Manufacturer narrative:
(B)(4).

Event description:
The customer reported to the philips response center (rc) that the etco2 (capnography) parameter was not connected fully and would not acquire values/readings. There was no adverse patient impact.